Event description:
It was reported that the caller's tandem mobi pump would not turn on. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller on various troubleshooting steps, including pressing the pump button and placing the pump on a charging pad, but the problem persisted as the pump failed to respond. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.